Event description:
During a lap cholecystectomy procedure, the clip applier applied malformed (scissored) clips. A different device had to be used to complete the case. There were no adverse pt consequences. One device returning.